Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor system. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 8.3 mmol/l. The customer stated that multiple no delivery alarms occurred during bolus. The customer stated that there were drops at the end of tubing. The customer performed a 5 unit fixed prime and the pump alarmed no delivery. The customer will return the pump for analysis.